Manufacturer narrative:
No low reservoir alarm was noted. No loose drive support disk was noted. The insulin pump powered up properly. No weak battery alarm was noted during testing. All operating currents were within specifications. No button error alarm was noted. The insulin pump had intermittent escape button response due to corroded keypad traces. The insulin pump passed the self test and the displacement test. A cracked end cap was noted. The insulin pump was received with bleeding display glass. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possible moisture exposure. Blood glucose level at the time of the incident was not provided. The customer also reported that the insulin pump had weak battery and low reservoir alerts. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.